Manufacturer narrative:
Concomitant products: product ID: 3387-28, implanted: (B)(6) 2015, product type: lead. Product ID: 37086, implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information received reported postoperative infection had been ruled out according to the dismissing letter of the treating hospital. Patient had fully recovered after antibiotic treatment. The outcome was resolved with no further actions planned. The event was not related to the medical device or the medical/study procedure and possibly related to other. The event was noted as expected according to the investigator's brochure, infection and therefore increase of inflammatory markers is listed in the brochure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had a systemic infection. Due to fever and increase of inflammatory markers the patient was hospitalized at the (B)(6) hospital and treated with antibiotics. According to the discussion later no device infection was observed. According to the patient's and his mother's statement no wound infection or device infection had been observed and the inflammatory markers normalized under treatment with antibiotics. At the last phone contact on (B)(6) 2015 the patient stated that they were doing well. The next control was planned for (B)(6) 2015 on site. The patient experienced in-patient hospitalization or prolonged existing hospitalization. Medical or surgical intervention was required to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The relatedness was possible to the medical device and medical procedure. The outcome was resolved.

Event description:
It was reported the patient experienced a ¿significant increase in inflammatory markers (crp values of 296 mg/l, wbc of 17 tsd/ul, procalcitonin of 17 ug/l).¿ it was stated the reason for the increase in inflammatory markers was ¿unclear,¿ though postoperative infection was excluded. The issue occurred following the implant of pallidal electrodes for deep brain stimulation (dbs). The issue resulted in the ¿necessity of hospitalization and antibiotic therapy.¿ it was stated the issue resulted in ¿in-patient hospitalization or prolongation of existing hospitalization.¿ the event was reportedly of ¿moderate¿ severity and was possibly related to the patient¿s device or medical procedure. The patient received ¿stationary monitoring and intravenous antibody therapy with ceftriaxon from (B)(6) 2015 to (B)(6) 2015.¿ it was noted the patient had experienced a ¿remarkable decrease¿ in inflammatory markers at the time of discharge. The patient was recommended to receive oral antibody therapy with cefadroxil. It was noted the issue was not resolved and was instead ¿ongoing¿ at the time of report and that surgical intervention had not occurred and was not planned. The patient was alive with no injury at the time of report. Additional information was requested regarding the patient¿s outcome; a supplemental report will be filed if additional information is received.